Manufacturer narrative:
Block b3: date of event was approximated to (B)(6), 2024, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2330 captures the reportable event of pelvic pain. Patient code e1302 captures the reportable event of hematuria. Patient code e1906 captures the reportable event of positive urine sample.

Event description:
It was reported that an advantage fit system was used during a mid-urethral sling procedure. A few days post-operation, the patient complained of fever, pelvic pain, hematuria, and vaginal bleeding. She went to the emergency department and had a computed tomography (CT) scan with contrast performed. The CT scan with contrast result was normal. She also had her labs performed, which revealed normal white blood cells (wbc); however, she was positive on urine culture and was put on antibiotics. Hematuria and pain had improved, as well as her fever and nausea. The physician had scoped up the patient, which revealed no mesh in the bladder. The examination was normal, and the incision was intact. There was no suprapubic bruising. It was recommended that she follow up with the physician, and they crafted a plan for her follow-up.